Event description:
Note: this event is reportable based on the device investigation. This event, as reported did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. The manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that during a ureteroscopy procedure, the balloon of a passport balloon dilatation catheter would not fit or advance through the scope. The procedure was completed with an alternative form of dilation with no patient complications reported. The patient's condition was reported to be "fine".

Manufacturer narrative:
Device analysis confirmed that the condition of the returned device was consistent with the complaint incident. A visual examination of the device found that the shaft of the device was kinked at approximately 170mm proximal to the tip of the device. The proximal bond touch up outer diameter was measured and found to be out of manufacturing specification. A labeling review identified that the device was used per the passport directions for use. Based on the device analysis, the most probable root cause for this event is due to manufacturing because the product failed to meet specification or perform as intended due to the manufacturing process at the manufacturing site.